Manufacturer narrative:
Corrected data: device evaluation: "haptic torn and deformed" should be corrected to "haptic bent and deformed" in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+2.5/084 (sphere/cylinder/axis), during the same surgery due to excessive vaulting. There was no report of any injury. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inspection found the haptic torn and deformed with foreign residue on the lens. Claim#: (B)(4).